Manufacturer narrative:
The device was returned for analysis. The reported malposition of the device was confirmed as a material separation. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulty cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. The returned device observations indicate that knot broke (non-rail) which freed the rail after the suture was cut. The torn and scratched separation indicates possible damage to the suture or over tightening. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using a proglide device via a 6f sheath hole after a heart cath procedure. Reportedly, all the deployment steps were completed without issue; however, when the physician was tightening the knot, the suture came out with the formed knot. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.